Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the physician had difficulty placing the left ventricular lead. The lead was not used and a new lead was implanted. The new lead had high threshold at implant and remains in use. The right ventricular lead also had placement difficulty and was implanted and remains in use. No patient complications have been reported as a result of this event.